Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was unable to be downloaded. The device was powered up and it alarmed with error code 1822. The circuit board will be replaced due to errors with the processor on the board.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.